Event description:
Return of symptoms was noted. The patient noted dissatisfaction with their hcp (healthcare provider) service. The following service or education issue(s) were observed by pats agent: caller reports programmer training was ineffective because patient was still under the effects of anesthesia. The patient appropriately contacted hcp for assistance with a therapy concern but was directed to call the manufacturer. Patient lacked basic understanding of patient programmer use. The therapy. Patient reported that they were not trained adequately on using device. The patient had not able to get his stimulator to work. The patient noted he just had the interstim put in about 3 days ago. The patient had called the doctor's office and they told him they could not tell him how to use the programmer over the phone but he would be welcome to drive 3 hours. The stimulation was not on when he left the hospital. It was noted stim was controlling the patient's symptoms but then the stim was not enough and had wanted to increase the stim. The only button he pushed was the sync button. It was noted that the stimulation stopped this morning and the patient was sure it was not working. The patient was able to use the programmer and was currently on program 1 and stim was set on 4.4 . The patient was able to verify that stimulation was shut off. The patient was able to turn stim on and stated stim at 4.4 was very painful. The patient was able to decrease stim to 4.1 and stated stim was comfortable sitting and standing. The patient increased stim to 4.2 which was comfortable both sitting and standing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician product ID: 3889-28, lot# va0pda8, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had phenomenal results with the device trial but was having no relief with the permanent device. The device was killing him, it hurt and he didn't know what was going on with it. The patient later clarified that the implant wasn't hurting him. He had met with manufacturer representatives a handful of times and they reprogrammed it, but the patient hadn't had any relief and had really bad back pain with it a handful of times. The manufacturer representatives told him to shut it down for a few days and slowly turn it back on. In (B)(6) 2015, the patient had been having leakage, which he never had previously. The patient had the device shut off since the morning of (B)(6) 2015 and when he went to turn it back on at a very low setting three days later, he wasn't getting stimulation in the scrotum and bicycle seat area; he was feeling it above the waistline in his back. He turned it off, gave it a few minutes, and when he turned it back on he was getting stimulation above his waist again. It had been really painful ever since. The patient shut it off again, but it almost felt like it wasn't off and it was still zapping him there. He confirmed that he saw the stimulation off icon. The patient told his healthcare provider's office about the reported problems and they told him to call the manufacturer. He was starting to think that maybe the doctor screwed up because they stopped taking his insurance and kept pushing him off to someone else.